Manufacturer narrative:
Plant investigation: a product history review was performed. A review of the complaint management system identified 10 additional complaints related to conductivity issues with the reported lot. A review of the product inventory records for lot no. 20nxac014 indicated that (B)(4) cases of finished product were manufactured for distribution with no noted nonconformances. After reviewing the finished product release summary, it was determined that 20nxac014 met release specifications. As of 12/03/2020 no samples were returned. Samples are not needed to confirm the allegation. Through other complaint allegations of the same issue for lots 20lxac056, 20lxac058, and 20lxac076, there were companion samples available for testing which were tested at both the oregon and irving laboratories and results were found to be conflicting. Due to the conflicting results found between the laboratories, the oregon test methods were reviewed and a deficiency was found in the test method pertaining to the sodium and potassium analyte tests. Because of the deficiency found in the test method, it was determined that lot 20nxac014 did not meet release specifications and the allegation conductivity low was confirmed. In conclusion, 20nxac014 release testing was found to be compromised due to the deficient test method. A non-conformance was opened for allegations of conductivity issues and escalated to a corrective action preventative action (CAPA). Based on the investigation performed, cause was traced to manufacturing.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A hemodialysis (hd) clinic biomedical technician (biomed) reported to fresenius customer service that they received low conductivity values from naturalyte during testing with an hd machine. The reported conductivity values were in the range of 12.8 and 13.1 ms/cm. The theoretical conductivity values were not provided. The conductivity values returned within acceptable range after switching the acid blend for an unspecified product. There are still cases of the reported naturalyte batch sequestered at the clinic. There was no indication in the initial report that the alleged product was used in patient treatment or contributed to an adverse event. Multiple attempts were made to acquire additional information, however, a response was not received.